Manufacturer narrative:
The rse spoke with the customer who stated that the transducer gives a noisy signal and has trouble giving measurement. The rse confirmed that the transducer appears to be defective and will need to be replaced. The rse informed the customer that the previous generation of m273x transducers have been discontinued and replaced by our new generation 8672x transducers. A replacement transducer was ordered and will be shipped to the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the avalon us transducer gives a noisy signal and has trouble giving measurement. It is unclear if the device was in use on a patient at the time of the event. A request for confirmation of device use has been sent, a response is pending. There was no adverse event reported.

Manufacturer narrative:
The event description has been updated. The remote service engineer confirmed that is was unknown if the device was in use at the time of the event. The remote service engineer (rse) confirmed that the transducer appears to be defective and will need to be replaced. A replacement transducer was ordered and will be shipped to the customer site.

Event description:
It was reported that the avalon us transducer gives a noisy signal and has trouble giving measurement. It was unknown if the device was in use on a patient at the time of the event.